Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used conditions without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the water did not pass through the filter. The complaint is confirmed. Root cause related to the manufacturing process. An alert was generated to ensure adherence to manufacturing procedure related to cleaning the excess of solvent before to assemble tube with the component and communicated to all production personnel. E4 was unknown.

Event description:
Information was received indicating that after preparing a new cassette and changing the smiths medical cadd extension set, the patient was not able to flush the set and the pump cadd legacy plus alarmed occlusion. Subsequently, the set was changed and the issue was resolved and the patient was able to proceed with the treatment (veletri). No patient consequences were reported. No adverse effects were reported.